Event description:
Covidien ligasure atlas was used by the surgeon. Ligasure instrument would not open after use; was locked with tissue in the jaws. No harm to patient.======================manufacturer response for covidien ligasure atlas, ligsure atlas (per site reporter).======================none at this time.